Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received. It was confirmed that the loose screw was still present after surgery. During sterile processing on (B)(6) 2016, it was found that the screw was missing. Concomitant device reported: synframe holding ring (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. No service history review can be performed as part number 387.337 with lot number 1867247 is a lot/batch controlled item. The manufacture date of this item is jun 24, 2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was completed for part # 387.377, lot # 1867247. Manufacturing location: (B)(4), manufacturing date: jun 24, 2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during a prodisc lumbar arthroplasty a synframe retractor system was used. When assembling the synframe ring it was noted that the screw used to tighten the device's rings together was a little loose. The screw was sufficiently tightened and the procedure was completed successfully without patient harm and without any surgical delay. The patient's status was reported to be good at the end of the surgery. The device was inspected and noted to be operating properly. The following day it was noted that the screw was missing and despite a search for the screw in the pan and in the wash it could not be found. No further patient information was reported. This report is for one (1) synframe half ring. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the screw fell out and was missing. The repair technician reported the hex screw and stop screw were missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw, stop screw. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.